Event description:
It was reported by the parent of the patient that two lead have been implanted within a year and "the lead burned in two both times". The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.